Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced endocarditis. The implantable pulse generator (ipg) system was removed and will be repl aced in the future. No further patient complications have been reported as a result of this event.